Event description:
On (B) (6) 2009, pt reported having an elevated blood glucose level today and needed assistance delivering a bolus. Pt had not delivered a bolus for her meals since (B) (6) 2009 according to the bolus history on her infusion device. Pt reported she had been holding down the check button to initiate the bolus. Walked pt through delivering a standard bolus; was disconnected. On call back, pt's sister reported, the pt had taken a blood glucose reading with a result of 573 mg/dl. Pt stated she needed to deliver 50.0 units of insulin as a bolus. Walked pt through a "quick" bolus of 25 units successfully. Walked her through another "quick" bolus of 25 units successfully. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.